Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that when rewinds insulin pump was not infusing insulin trough the catheter and customer must press the bottom of the insulin pump to complete the process. Customer informed that the drive support cap was loosen form the insulin pump on the rewind process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with detached end cap, loose drive support disk, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. Unable to perform displacement test due to detached end cap. The test infusion set and reservoir does lock into place.